Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having a non-curonix device implanted has been ruled out as a potential cause. Additionally, migration and severe force applied to the implant (patient fall, accident) have been ruled out. However, the patient was recently diagnosed with bell's palsy which is being considered as the cause for the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unrelated to the curonix device as the patient was recently diagnosed with bell's palsy (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported numbness in half of their body. Additionally, the patient reported their lip was curled up and lack of pain relief. The patient was instructed to stop using the device. The commercial team member met with the patient on (B)(6) 2025 and changed the programs on the transmitter assembly. As of (B)(6) 2025, the symptoms have not resolved and the patient has started to use the device.